Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report 2015691-2021-01052.

Manufacturer narrative:
Article reference: pan, manuel, soledad ojeda, and rafael gonzalez-manzanares. Valve-in-valve-in-ring for severe mitral regurgitation. Revista espanola de cardiologia (english ed.) (2020). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality less than or equal to 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality less than or equal 8 percent at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition and embolization, and regurgitation are potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the article, being unable to find a good perpendicular x-ray view was a likely contributing factor for the malposition and resulting regurgitation.

Event description:
As reported by our affiliates in (B)(6), per the medical article, valve-in-valve-in-ring for severe mitral regurgitation, a patient underwent a transcatheter valve-in-ring procedure with a 29mm sapien 3 valve in the mitral position by transvenous trans-septal approach. The valve was delivered into the ring and deployed with rapid pacing. A good perpendicular x-ray view was unable to be found due to an 8-shape-configuration of the 3-dimensional ring. A non-coaxial/asymmetric implantation was evidenced in the post-procedure computed tomography scan and transesophageal echocardiogram (tee). The lateral part of the valve remained too deep in the left atrium. This unfavorable position was associated with residual severe mitral regurgitation (mr) through the uncovered part of the valve stent frame between the ring and the insertion of the valve leaflets, despite full apposition to the ring. An atrial septal defect remained after the trans-septal approach. Due to this suboptimal result, the patient developed heart failure 1 month later. Additionally, an atrial septal defect remained after the trans-septal approach. A second 29mm sapien 3 valve was implanted within the pre-existing valves deeper into the left ventricle. The atrial septal defect was closed with a 36 mm-amplatzer-device. The mr was resolved without significant gradient across the valves or left ventricular outflow tract obstruction. The patient currently remains asymptomatic.